Manufacturer narrative:
Visual examination of the returned implant revealed that the initial threads on the setscrew had become torn. Noted damage suggests that the inner setscrew threads were inadvertently cross threaded. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the setscrew threads becoming torn cannot be positively determined. However, the noted damage suggests that the inner setscrew threads were inadvertently cross threaded causing the threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon could not insert cap, when it was inspected it was noted to have metal butts that should not be there on the threads.